Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-dec-2017 with the following findings: the pump's black box showed several manual power interruptions. The total daily doses of insulin added up correctly and reflected the user's programmed basal rates. The pump was able to power on and perform the prime steps with no issues. The pump was exercised for 24 hours with no issues observed. The pump passed a delivery accuracy test. The alleged issue could not be duplicated.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; basal history does not match current basal program. There was no indication the product caused or contributed to and adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.